Event description:
Thirty one days after the successful stent assisted coil embolization of the left internal carotid artery aneurysm, the patient suffered from orthostatic/positional unsteadiness. Imaging taken revealed the stents remained patent and there was no evidence of any coil compaction. No other action was taken to treat the event and it was considered resolved without any residual effect fourteen days later. The physician stated the event could have been related to a "recent increase in tegretol for [treatment of] tregeminal neuralgia", a pre-existing condition, and possibly the study devices.

Manufacturer narrative:
(B) (4) conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Dizziness and other neurological issues are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.